Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger nodes were charging batteries either over or under charging depending on the unit. To restore functionality, battery charger 1, 2 and the motor battery charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect battery chargers have been received by the manufacturer for evaluation. However, results are not available at this time. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the battery charger for the imaging system was not operating as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the chargers was completed by medtronic personnel. Analysis found that the chargers functioned as designed and the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.